Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Field service technician (fst) has been sent for further investigation. According to the service order# (B)(4), following has been done: the fst observed the sensor and removed the sensor from service. The field service technician replaced the backup sensor (material# (B)(4), new serial# (B)(4)). The unit passed all functional and safety tests per factory specifications. The unit is returned to customer and cleared for clinical use. The defective bubble sensor will be sent with RMA# (B)(4) to (B)(4) for repair and further investigation. A supplemental medwatch will be submitted after new information has been received.

Event description:
It was reported that the customer stated the bubble sensor would not reset during priming. The customer replaced the sensor with a backup sensor. Service observed sensor and removed from service. Service replaced the backup sensor. Unit passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use. (B)(4).

Manufacturer narrative:
The defective bubble sensor was sent to the supplier for repair and further investigation. According to suppliers quotation, following works have been done: the supplier confirmed the problem. The connection cable is mechanically broken on both cable glands. As a result, a number of strands within the cable are torn and lead to failure. Furthermore, the sensor insert cannot be dismantled, the fixing screw is no longer removable. Following correction should be done according to suppliers quotation: replacing the abs sensor cable. Preventive exchange of the two electronic components abs. Replacement of the housing, including the installation of the acoustic lens and the us ceramics. Execution of the complete function and test. However, according to RMA# (B)(4) conversation, the customer does not want a repair and the defective part can be scrapped. Nevertheless, the field service technician replaced the defective bubble sensor. The most probable root cause could be determined. The cause is most likely due to a large mechanical force effect within the handling. Thus the failure could be confirmed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed.

Event description:
Internal reference: (B)(4).